Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had temporarily stopped treatment until they could consult with their dentist and they only recently resumed. After their teeth were examined, their dentist advised them to discontinue byte treatment. It was found that they had multiple teeth chipped, loose teeth and inflammation. This is a contraindicated patient for crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.